Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer could not use the device "because it did not work properly." Upon receipt of device for evaluation, it was observed that the optical fiber was broken mid-fiber.